Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased number of counts to the sensing integrity counter (sic). There was a sudden increase in capture thresholds. The patient experienced pre-syncope and fatigue. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.